Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation on both sides of the lifevest under her breasts. The patient described the area as scabbing/red. The patient sought medical attention from her cardiologist and put a medicinal cream on her skin. Follow-up indicated that the skin was getting better since the lifevest was removed.